Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (254 mg/dl). Customer delivered a correction insulin bolus. During system check with tandem technical support, the pump performed as intended. Recommendation was made to customer to consult with health care provider regarding factors that can contribute to elevated blood glucose levels.